Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital following a syncopal event. The device interrogation revealed that all measurements were stable and within range. Loss of capture on the competitive right ventricular (rv) lead was seen on the electrogram (egm) that correlated with the syncopal episode. A lead revision was scheduled. During the revision procedure, the physician found the high voltage leads switched in the header of the device and a loose set screw with the rv rate/sense lead. The leads were re-inserted into the device header correct and all connections were tightened appropriately. No additional adverse patient effects were reported.